Event description:
Boston scientific received information that the patient stated that this right ventricular (rv) lead was not working properly. Attempts in obtaining additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.